Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a no external power/low power hazard alarm event was confirmed with the data captured in the submitted log file. The log file captured no externa power/low power hazard alarm events on (B)(6) 23. On (B)(6) at 4:48 pm, there was a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power for approximately 6 seconds. The power was restored, and all alarms cleared. At 5:56 pm, there was a second loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power for approximately 3 seconds. The power was restored, and all alarms cleared. Attempt was made to obtain additional information from the customer regarding the alarm event; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file was submitted for the patient due to multiple low voltage and no external power alarms. Log file captured low voltage hazard/no external power events on (B)(6) 2020 at 1638 and low voltage hazard events on (B)(6) 2020 at 1756 while using the mpu. Appears there was a total loss of power to the mobile power unit (mpu) enabling the backup battery in the controller until power was restored to the mpu. The first event lasted 6 seconds with no interruption to vad support and the second instance lasted 2 seconds. Additional information was requested but not provided.